Event description:
Dexa scan was performed. Technician was analyzing the images when the screen froze. The images were lost. Software froze on the unit. Software fix applied and unit functioning. Patient will need to be rescanned. FDA safety report ID # (B)(4).